Manufacturer narrative:
The following other devices were also listed in this report: unknown stryker biolox delta 36mm, +4 femoral head; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not available.

Event description:
Right tha infection . On (B)(6) 2014 culture of right hip tissue showed "light growth staph epidermatous".

Manufacturer narrative:
The following devices were added to this report after submission of the initial MDR report: delta uni femoral head 16/18 r36 16/18, cat# 6519-1-036, lot # 45407701. Uni adaptor sleeve v40 ti, cat# 6519-t-204, lot # 46480801. An event regarding alleged infection involving a trident liner was reported. The event was confirmed. Device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the operative reports, lab reports, x-rays, and MRI by the consulting clinician indicated "no examination of the explanted components, no histopathology, no serial x-rays or MRI imaging consistent with trunnionosis, altr, alval or pseudotumor is available. The modestly increased cobalt and normal chromium is not diagnostic of pathology and is consistent with a six-year post-op total hip arthroplasty. The entire clinical picture is consistent with a chronic periprosthetic infection, which is also consistent with an elevated esr and crp prior to the first bearing exchange on (B)(6) 2014 and persistent to the last follow-up with the patient on suppressive antibiotic treatment. The surgery pathology of "focal acute inflammation", elevated sed rate and crp, and imaging studies not consistent with altr are further indications of this concept. Some corrosive products within the head/trunnion junction is not unexpected after six years in situ. This product could be removed with "a brush and lavage" and was not associated with trunnion destruction. Subsequent wound drainage and positive cultures for staph confirms the persistent periprosthetic infection not adequately addressed by head and liner exchange. Her later management with suppressive antibiotics is also consistent with this evaluation. The periprosthetic infection six years post-implantation was not related to the design, manufacturing or materials of the total hip arthroplasty components". Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There is no deviation found after review of sterilization records. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the reported event for infection was confirmed. A review of the operative reports, lab reports, x-rays, and MRI by the consulting clinician indicated "the modestly increased cobalt and normal chromium is not diagnostic of pathology and is consistent with a six-year post-op total hip arthroplasty. The entire clinical picture is consistent with a chronic periprosthetic infection, which is also consistent with an elevated esr and crp prior to the first bearing exchange on (B)(6) 2014 and persistent to the last follow-up with the patient on suppressive antibiotic treatment. The surgery pathology of "focal acute inflammation", elevated sed rate and crp, and imaging studies not consistent with altr are further indications of this concept. Some corrosive products within the head/trunnion junction is not unexpected after six years in situ. This product could be removed with "a brush and lavage" and was not associated with trunnion destruction. Subsequent wound drainage and positive cultures for staph confirms the persistent periprosthetic infection not adequately addressed by head and liner exchange. Her later management with suppressive antibiotics is also consistent with this evaluation. The periprosthetic infection six years post-implantation was not related to the design, manufacturing or materials of the total hip arthroplasty components." However, the root cause could not be determined as examination of the explanted components, histopathology, serial x-rays or MRI imaging consistent with trunnionosis, altr, alval or pseudotumor are needed for review. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards.

Event description:
Right tha infection: on (B)(6) 2014 culture of right hip tissue showed "light growth staph epidermatosis".